Event description:
The reporter stated that he did meter to hcp meter comparison test, side by side, using different finger sticks and strips. The results were 214 vs 174mg/dl, respectively. (Hcp meter type unknown.) He did not have any symptoms. A control test was not done due lack of supplies. On follow-up, the lifescan representative reviewed qc procedures and discussed meter to lab comparisons with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8